Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of above 600 mg/dl and a high level of ketones. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Customer was unsure of the specific release date from the hospital; however, customer reported the issue was resolved and no permanent damage was sustained. System check with tandem technical support confirmed the pump was functioning as intended.